Manufacturer narrative:
Date of event was reported as 2015 (8-12 months ago).

Event description:
Information received from the manufacturer's representative reported that the patient was charging too often. The patient felt like they had been charging more often over the past 8-12 months. It was alleged by the patient that the implantable neurostimulator (ins) battery wasn't holding a charge like it used to and they can't get a full charge because the "temp sensor" was coming up. No symptoms were reported in the event. There was an appointment for (B)(6) 2016 for the patient to be seen for the issue. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Event description:
Follow up information received the manufacturer's representative reported they met with the patient and impedance measurements were within normal limits. The patient stated that it was taking too long to charge and that waiting until the ins battery was at 25% was expected to take only 1 hour. It was explained to the patient that it would probably take 2.5 to 3 hours to charge when the battery was that low. The patient also stated that the high temperature icon came on a the end of the recharging session but this was noted as not related to a defector sensor on the recharger because the icon would come up at the beginning of the recharging session. It was noted that the patient leaned back against a padded chair when charging which was trapping heat. The patient was instructed to charge when the ins was half way empty so it would take less time to charge and, hopefully, would not activated the high temp icon. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.